Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty capacitor on the main board. The main board was replaced to resolve the report and this device was returned to inventory. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would restart. Complainant indicated that there was no patient involvement in the reported malfunction.